Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2021.   Additional b5 narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the absorbable straps were used. A broken prostheses was reported. It was reported that when releasing one of the straps, the white tip at the extremity of the device broke. Upon evaluation of the returned sample it was found that the device was returned without a cannula cap. It was also reported that the surgeon continued the surgery and used another device. There were no adverse patient consequences reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Evaluation: the analysis results found that the device was returned without cannula cap and no damages were found in cannula shaft. Fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were found deformed causing the jamming and no straps were found inside cannula shaft. No conclusion could be reached as to what may have caused the reported incident related with the cannula cap. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the absorbable straps were used. A broken prostheses was reported. It was reported that when releasing one of the straps, the white tip at the extremity of the device broke. Upon evaluation of the returned sample it was found that the device was returned without cannula cap. There were no adverse patient consequences reported.